Event description:
It was reported that during internal carotid artery (ica) vessel stenosis procedure, the operator performed balloon dilation and attempted to implant the subject stent. However, during the delivery, the subject stent encountered resistance inside the microcatheter's shaft. The operator withdrew the subject stent and discovered that the distal end of the stent had already opened inside the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. D4: gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was received. The reported lot number was confirmed from the packaging label. The stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. All 4 marker bands were present on both ends of the stent. The stent was noted to be intact. The introducer sheath distal tip was noted to be damaged. The sdw was noted to be intact. Functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events: ¿stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw) when it was returned for analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. In the follow-up responses it was noted by the user that the stent had deployed in the (microcatheter) shaft and that the stent encountered resistance in both the hub and the shaft. The event description indicated that the stent was being used in a stenosis case which is not recommended. The stent dfu states 'the microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms.' The stent was returned for analysis in a deployed condition and was undamaged. The sdw was also returned and was undamaged. The introducer sheath was returned and the distal tip opening was noted to be deformed (crushed). Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses. However, based on the evidence of the damaged sheath distal tip opening, it is likely that the sheath subsequently moved distally at some point prior to stent advancement out of the sheath. This movement can occur if the rotating hemostatic valve (rhv) vent cap is not sufficiently tightened down on the introducer sheath. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the user will experience resistance while attempting to transfer/advance the stent. At this point the user very often will attempt to retract the stent back into the introducer sheath. Once the stent is deployed as far as the microcatheter hub, the proximal end will naturally open up, and this results in the sdw slipping through the stent, leaving the distal end of the stent still positioned inside the microcatheter lumen. This is one possible explanation to explain the analysis findings. There are some anomalies between the condition of the returned device components and the information provided by the user. For example, it states in the event description that the stent was pushed out of the introducer sheath after the surgery. Given the damage noted to the distal tip opening of the introducer sheath, this movement of the stent would most likely result in deformation to the stent. In addition, if the stent had been retracted back into the introducer sheath, this means that it would still have been loaded on the sdw. This, in turn, means that the stent could not have deployed inside the shaft of the microcatheter. An assignable cause of procedural factors has been assigned to the reported events: ¿stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' and the analyzed event: ¿stent introducer sheath distal tip damaged¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during internal carotid artery (ica) vessel stenosis procedure, the operator performed balloon dilation and attempted to implant the subject stent. However, during the delivery, the subject stent encountered resistance inside the microcatheter's shaft. The operator withdrew the subject stent and discovered that the distal end of the stent had already opened inside the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.